Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (296-300s mg/dl) and boluses via the pump were delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider.